Manufacturer narrative:
The manufacturer previously reported information received that a dreamstation st30 device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". During the evaluation of the device no errors were discovered in the logs. The device was inspected, and no faults were found. The device was tested and all testing passed. The device to be returned to loan stock.

Event description:
The manufacturer received information that a dreamstation st30 device is returning due to a patient passing away. There is no allegation that the device contributed to the death. The complaint review has determined that due to insufficient information this will be reported. Although there is not an allegation that the device caused or contributed to the mentioned "death". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.